Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-13233 1627487-2019-13234 1627487-2019-13236. It was reported there was a loop at the battery site sticking out causing discomfort. Surgical intervention was taken (B)(6) 2019 wherein the loop was pushed down and sutured to hold it down. It is unknown which lead, as such three leads are being reported.